Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During a routine testing of the device, the user reported the low flow to blanket sensor led did not illuminate as expected. No other details regarding the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.